Event description:
Information was received from a friend/family member (pt rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the caller does not have the pt's equipment with him. The reason for call was caller stated that pt controller stopped working - asked unknown event date - caller stated that it will not respond to ac power cord; controller is dead and is not responding to ac power.  Caller stated he has the same controller and used his li battery pack and pt controller did power up. An email was sent to the repair department to replace the li battery pack. Pt rep called back with bp serial number for bp replacement. Forwarded the replacement request that was sent to repair including bp serial number. Pt rep mentioned the pt being in and out of the hospital for 34 months but made no allegations against the device. The pt is going through cancer treatments and is staying 25 mi away.

Manufacturer narrative:
Concomitant medical products: product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the 97745bp battery pack (serial number (B)(6)) revealed that the battery had a broken case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.